Event description:
Pt was revised to address tibial subsidence.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. A search of the complaint database did not reveal any other reports for the mfg lot. The investigation could not verify or draw any conclusions about the root cause of the device subsidence. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Should add'l info be rec'd, the compliant will be re opened. MFR considers the investigation closed.